Event description:
It was reported that "they" were post-op after implantable neurostimulator (ins) placement and all pairs 8-15 were showing impedances greater than 10,000 ohms. Pairs 0-7 were within the normal range and the leads were pre-existing, "buried" from the recent trial. The patient was using stimulation up until the day of the report. The reporter then read a low out of range impedance; a 0-8 pair was less than 50 ohms. The reporter then ran the test at 3 volts and all pairs 8-15 were greater than 40,000 ohms. The reporter indicated that she tested impedances during the implant procedure with the leads and extensions and they were all within the normal range. The reporter also tested the impedances just prior to closing and all the pairs were within normal range. Later that day it was reported that some programming was done and "they" were getting bilateral coverage at 1.5 volts using electrodes 1, 2, and 3. The patient did not feel any stimulation when the right side was programmed up to 5 volts "about one hour ago." X-rays had not been done. The reporter indicated that pairs 0-8 were now showing impedances greater than 10,000 ohms as well as the previously reported low impedances. Pairs 8-15 still showed impedances greater than 10,000 ohms but "they" were going to wait until the patient's follow-up appointment on (B)(6) to check again. Further in the day it was reported that "about one to two" hours later the impedances continued the same. The patient was programmed using electrodes 0, 1, 3, and 4 and was getting good bilateral cervical coverage. Two days later it was reported that there were still impedances greater than 40,000 ohms. The patient was still getting good bilateral coverage with one lead. Later that day it was reported that an x-ray was taken of the ins and extension connection. It was immediately noticed that the right extension, pairs 8-15, was "cut" a short distance away from the header block. The reporter stated that everything was tested prior to putting the ins in the pocket so it happened sometime during close and moving the patient to recovery. The reporter stated that the health care provider (hcp) was not going to do anything at this time because the patient was getting good bilateral coverage with the left lead.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).